Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The additional four proglide devices are filed under a separate medwatch report number.

Event description:
It was reported that venous closure of two puncture sites in a left common femoral vein was attempted using four proglide devices with a 6f sheath after an electrophysiology cryoablation interventional procedure. Femoral angiogram was not performed. Reportedly, there was no suture present when the needle plunger was removed after deployment with all four proglide devices. An additional proglide was used in each puncture site to achieve hemostasis (two total proglides). There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Evaluation was performed on the returned device. The reported needle to cuff miss was confirmed. Additionally, a link detachment was observed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Reportedly, a femoral angiogram was not performed. It should be noted that the deployment sequence in the perclose proglide instructions for use (IFU) states: perform a femoral angiogram to verify the location of the puncture site. It is unknown if the reported violation of the IFU contributed to the reported difficulties. Based on the information reviewed, the reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.